Manufacturer narrative:
H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. D4 model number updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed the error "cassette not attached properly." The issue was replicated when the cassette was attached and closed and latch locked on the handle. The cause of the customer reported problem was the downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3. Date of event: month of event has been provided, but day and year are unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error "cassette not attached properly. Reattach cassette." There was no patient involvement, and no patient harm/adverse event reported.